Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was left ventricular (lv) lead warning with polarity change. There was also low impedance. It was also reported there was invalid data on the remote data. The device and lead remain in use. No patient complications have been reported as a result of this event.